Event description:
Mako was informed that a pt had dislocated the operative hip four times since total hip arthroplasty procedure in (B)(6) 2013. The surgeon performed a revision, replacing the head and acetabular liner components.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The surgeon stated that the pt may have originally exceeded the recommended limits of activity for a hip replacement pt. The evaluation is still underway, and a supplemental report will be submitted if reportable results are obtained.